Event description:
The customer reported via phone call that he had high and lows blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that he had a kinked cannula and he gave himself a manual injection to bring blood glucose down. The customer was offered to transfer to helpline but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.